Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, concentric, and 75% stenosed proximal left anterior descending artery. A balance middleweight (bmw) elite guide wire was being advanced through a non-abbott microcatheter, when it became stuck. The two devices were removed as a single unit. A non-abbott guide wire and the same microcatheter were used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: dil cath: scoreflex, guide cath: mach 1. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.